Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 6.0, retest inratio: 4.8. Pt's target therapeutic range is 3.0 - 3.5. Results done 20 minutes apart. Pt's coumadin dose was adjusted.